Manufacturer narrative:
Device analysis could not be performed as the device was disposed by the facility. A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints by event description were found in the same lot. The device labeling and directions for use (dfu) were reviewed and revealed that the labeling and/or dfu contains these warnings & precautions: warnings never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut, resulting in entrapment. Precautions: " during and after the procedure, inspect the catheter carefully for any damage which may have occurred during use. Multiple insertions may lead to catheter exit port dimension change/distortion which could increase the chance of the catheter catching on the stent. Care should be taken when re-inserting and/or retracting catheter to prevent exit port damage." The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. Although the product was not returned for analysis it appears to have met specifications based on the DHR review. Consideration of the event description, dfu review, previous complaints of this nature and the anatomical and procedural factors encountered during the procedure the root cause of this complaint has been determined to be due to operational context.

Manufacturer narrative:
(B)(4) - stuck in stent.

Event description:
A percutaneous coronary intervention (pci) was performed for a 90 % stenosed, moderately tortuous lesion located in the left circumflex (lcx). Stents were implanted in the distal lcx and in the posteriolateral branch and ballooned. An intravascular ultrasound (ivus) imaging catheter was used to view the stent in the distal lcx without issue. Ivus was then performed in the posteriolateral branch, resistance was felt during withdrawal; the ivus was unable to be removed. The guidewire exit port of the catheter got stuck with the stent. The physician attempted to remove the catheter by pushing and pulling the catheter. The catheter was pulled and the guidewire and the catheter were removed, however, the stent in the posteriolateral branch migrated and remained in a 50% stenosed area in the proximal lcx. The guidewire was exchanged and a balloon was used to expand the migrated stent against the proximal lcx vessel wall. Another stent was then deployed in the proximal lcx to cover the migrated stent, post dilated and placement confirmed with a new imaging catheter. Another stent was placed in the posteriolateral branch. Ivus was again performed, the procedure was completed. Patient is reported to be in "good" condition.

Event description:
A percutaneous coronary intervention (pci) was performed for a 90 % stenosed, moderately tortuous lesion located in the left circumflex (lcx). Stents were implanted in the distal lcx and in the posteriolateral branch and ballooned. An intravascular ultrasound (ivus) imaging catheter was used to view the stent in the distal lcx without issue. Ivus was then performed in the posteriolateral branch, resistance was felt during withdrawal; the ivus was unable to removed. The guidewire exit port of the catheter got stuck with the stent. The physician attempted to remove the catheter by pushing and pulling the catheter. The catheter was pulled and the guidewire and the catheter were removed, however the stent in the posteriolateral branch migrated and remained in a 50% stenosed area in the proximal lcx. The guidewire was exchanged and a balloon was used to expand the migrated stent against the proximal lcx vessel wall. Another stent was then deployed in the proximal lcx to cover the migrated stent, post dilated and placement confirmed with a new imaging catheter. Another stent was placed in the posteriolateral branch. Ivus was again performed the procedure was completed. Patient is reported to be in "good" condition.